Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the two halves of the device came apart after the second activation cycle. Another device was used to complete the procedure. Nothing fell into the pt cavity and ther was no pt injury. The customer reported that the knife was not exposed. Upon receipt, a visual examination of the device revealed the knife to be exposed.